Manufacturer narrative:
(B)(4). Manufacturing evaluation performed. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. According to the gore® dryseal sheath instructions for use (IFU), adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result.

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of a thoracic aortic aneurysm using a conformable gore® tag® thoracic endoprostheses. A gore® dryseal sheath was inserted from the patient's right femoral artery to implant the ctag device. It was reported that a strong resistance was felt during the advancement of the dryseal sheath. After successful implantation of the ctag device, as the dryseal sheath was withdrawn from the patient, a dissection of the right external iliac artery was identified. An iliac extender component was implanted in the external iliac artery to repair the dissection. The patient tolerated the procedure. It was reported that the diameter of the right eia was 7mm.